Event description:
At lead revision was unable to interrogate the device. Several warning screens were seen about calling biotronik technical support. Rebooted programmer and managed to get programmed settings from the device. Green light would not flash on the wand or programmer. Rep chose to implant a new device (philos ii dr-t).